Event description:
According to the reporter, during a thoracoscopy partial pulmonary resection (pneumothorax), pulmonary parenchyma using a black reinforced 60 millimeter (mm), the firing toward the proximal side of the lung, the lung was stiffer than usual, and the handle was heavy as well. The device stopped firing after advancing about 20 mm from the start. There was also a cracking sound from the handle. After releasing and attaching a new reload and handle, the same issue occurred. This issue occurred on three reloads of the same type. To resolve the issue, a 45 mm black reload was used and fired without any problems. There was no patient injury.

Manufacturer narrative:
D10. Concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot unknown); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot unknown); sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot unknown); sigtrsb45axt, sigtrsb45axt 45mm xtr thk reinforced rel (lot unknown); egiaustnd, egiaustnd endogia ultra univ std stap (lot unknown); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot unknown); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was received attached to the returned handle and was partially fired and the interlock was engaged. The sled and staples were visible at the 2.8 cm cut line. The jaw of the reload was open. Staple pushers were visible at the 3.5 cm cut line. The proximal sutures were cut properly. The distal sutures were returned intact. The buttress materials were dislodged from the reload sutures. Staple pushers on the proximal side were pushed back to the cartridge. Damage to the cutting edge of the knife blade was observed. Functionally, the reload was unloaded from the returned handle and was loaded into a representative handle. The clamping mechanism was deformed. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that the instrument was partially fired. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when firing over tissue that is beyond the recommended thickness range. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the device. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.